Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. Email address, fax number and last/ given name unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 14 lacked primary stability and was removed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. D9: device availability and product return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufactured was updated. H6: component code was added: 4755. H10: narrative/data was updated. H3 other text : summary investigation.

Event description:
No additional event information at the time of this report.